Event description:
It was reported the patient presented to clinic after receiving a patient notifier for two episodes of nsvo. Patient was not symptomatic. Oversensing appeared to be due to myopotentials and noise was not reproducible. The patient will continue to be monitored through merlin. No further information is available.

Manufacturer narrative:
(B)(4).